Event description:
It was reported that balloon rupture occurred. The target lesion was located in upper left arm. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 24 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a mustang 6.0 x 60, 75cm was returned for analysis. A longitudinal balloon tear was identified starting 12mm proximal of the distal markerband and extending 24mm proximally. A visual and microscopic examination of the balloon material identified no other issues. A visual and microscopic examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in upper left arm. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 24 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient's status was stable.